Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a rv tip-to-rv coil lead impedance warning. It was noted that the lead was programmed bipolar pacing and sensing. The lead remains in use. No patient complications have been reported as a result of this event.